Event description:
A malfunction on the pump was reported by the caller, leading to a blood glucose level that exceeded 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi) and was assisted with resetting the pump by customer technical support (cts). The malfunction did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future malfunctions.